Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the narcotics stuck between pockets and drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the narcotics were stuck between pockets and drawer. A field service engineer was able to retrieve narcotics that were stuck in between cubies and returned them to pharmacy, and the pharmacy was able to restock the narcotics. The system functioned as intended after the field service engineer repaired the device.